Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5071-35, implantable pacing lead, (B)(6) 2010; 5592-53, implantable pacing lead, (B)(6) 2010; 694765, implantable tachy lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the device lasted only 3.5 year due to early battery depletion. The device was explanted and was replaced. No patient complications have been reported as a result of this event.